Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, migration and pain. Post-operative patient treatment included revision surgery, lysis of adhesions, and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence, adhesions, migration, mesh rolled up/ shrunk and pain. Post-operative patient treatment included revision surgery, laparoscopic lysis of adhesions, and recurrence repair. Relevant tests/laboratory data: (B)(6) 2014: per op note, CT scan reveals recurrent hernia at left aspect of prior mesh placed.

Manufacturer narrative:
Additional info: ime e2402: "enlarged testicles, abnormal bowel movements"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced hematoma, inflammation, bleeding, severed nerves on left side of stomach, stomach bulge, enlarged testicles, abnormal bowel movements, recurrence, adhesions, migration, mesh rolled up/ shrunk and pain. Post-operative patient treatment included revision surgery, laparoscopic lysis of adhesions, explant surgery, hernia repair with new meshes, CT scan and medication.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced hematoma, inflammation, bleeding, severed nerves on left side of stomach, stomach bulge, enlarged testicles, abnormal bowel movements, recurrence, adhesions, migration, mesh rolled up/shrunk, pain, bowel herniating through mesh, hypotension, tachycardia, dizziness, weakness, abdominal pain, and distention. Post-operative patient treatment included revision surgery, laparoscopic lysis of adhesions, explant surgery, hernia repair with new meshes, CT scan, admission to ICU, and medication.

Manufacturer narrative:
Revision, recurrence.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an exploratory laparoscopy converted to open, evacuation of intra-abdominal hematoma, and repair of ventral hernia. He had revision surgery 2 months post surgery then again 2 years and 9 months later. The patient experienced multiple surgical revisions, pain, and recurrence.